Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation check during daily inspections, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service (fse) evaluated the unit for the reported malfunction. The fse replaced the helium reservoir. The fse performed operation checks based on the inspection record sheet. The checks were good. The following investigation was performed by the technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: helium reservoir assy. This part was received with a reported unit failure message of automatic filling error occurred. Performed visual inspection of this part and the part looks to be in good condition. Installed helium reservoir assy. Into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure message of automatic filling error during autofill test. The fat dept. Found the regulator on the fill manifold was not tighten properly and x1 pressure was showing 0 mmhg on display during helium regulator calibration. Helium reservoir assy. Failed testing. Retaining helium reservoir assy. In the fat dept. Per company procedure. The most probable root cause of the autofill failure was the loose connection as a result of the fill manifold not being tightened properly.

Event description:
N/a.